Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated. Multiple programmers were tried without success. A magnet was placed over the device and no tones were heard, and no pacing was seen on an electrocardiogram. The patient did have a sleep study in (B)(6) 2013 and bi-ventricular pacing was noted at that time. Boston scientific technical services (ts) reviewed that if no tones were elicited from the device it may need to be changed out. Subsequently, surgical intervention was performed. After the pocket was opened, the left ventricular (lv) lead was removed from the device and connected to another manufacturer's pacing system analyzer (psa). No testing on the lead was able to be performed and no electrograms (egms) were able to be obtained from the psa. A boston scientific psa was then used with the same results. When the physician removed the right ventricular (rv) lead from this device the boston scientific psa then worked and all the leads had normal measurements. It was not determined why the psa did not work until the rv lead was removed from this device. Ultimately this device was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly evaluated. Microscopic visual inspection of the device header and case revealed marks on the case due to the explant, but no other irregularities were noted. It was confirmed that the device had no telemetry and a memory download could not be performed. The device case was opened in order to assess the internal components. Initial electrical testing revealed an issue with the transformer that resulted in electrical overstress damage to the power supply circuitry. Detailed analysis determined the inability to interrogate this device was due to the electrical overstress damage. This resulted in a high current drain, which depleted the battery more quickly than expected. The field observations were confirmed through analysis.